Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by gpv from the nurse, which medically confirmed this report. On (B)(6) 2012, the patient began treatment with dianeal pd4 ambuflex therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2012, the patient was switched to the cycler using the same prescription. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The patient was treated with vancomycin and ceftazidime IV. On (B)(6) 2012, treatment with ceftazidime was stopped and the patient was discharged from the hospital. Treatment with vancomycin was continued for a week, and on (B)(6) 2012, the patient was switched to cipro. On (B)(6) 2012, cipro was discontinued. Additional treatment included retraining the patient during a follow-up home visit and educating the family on the importance of being available when the patient performed pd therapy. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. A batch review was conducted for potentially associated lot numbers 12c21h25and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a female patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with dianeal ultrabag was ongoing. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event. Treatment information was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the event. Per the patient, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.